Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("extreme tiredness"), general physical health deterioration ("her health was getting worse"), headache ("headache") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure removal in (B)(6)-2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, general physical health deterioration, headache and hypersensitivity had resolved. The reporter considered fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: report from (B)(6): all the events were considered as related by consumer: essure was implanted in 2009, by medical recommendation according to the patient, the device did not have any secondary effects. After a few time, the patient noticed that her health was getting worse. Pelvic pain, headache, hemorrhages, extreme tiredness, and long list of symptoms which were conditioned her life, she did not have "a mortal disease" but her life was really hard. The health authority reported that a few number of patients present allergic reactions (such as patient's case). The patient had a surgery in (B)(6) and her life changed "she recovered her life". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jul-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("extreme tiredness"), general physical health deterioration ("her health was getting worse"), headache ("headache") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (essure removal in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, general physical health deterioration, headache and hypersensitivity had resolved. The reporter considered fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: report from laypress: all the events were considered as related by consumer: essure was implanted in 2009, by medical recommendation according to the patient, the device did not have any secondary effects.after a few time, the patient noticed that her health was getting worse. Pelvic pain, headache, hemorrhages, extreme tiredness, and long list of symptoms which were conditioned her life, she did not have "a mortal disease" but her life was really hard. The health authority reported that a few number of patients present allergic reactions (such as patient's case). The patient had a surgery in january and her life changed "she recovered her life." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.